Event description:
It was reported that a pump alarmed during operation, specifically signaling alarm 20, which caused issues with insulin delivery. There was no reported impact to the customer¿s blood glucose level as the customer declined to provide this information. Technical support assisted the customer in attempting to resolve the issue by loading a new cartridge, but the alarm persisted, preventing the resumption of insulin therapy. The pump was not under warranty initially, but later records indicated it was, and technical support arranged for a replacement pump. The customer used multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. The customer was also guided on how to prepare the pump for return, and they understood the process for returning it with the pre-paid label provided.